Manufacturer narrative:
This supplemental report is being submitted to correct lot# to mk942272 and to provide the device evaluation results. The evaluation confirmed the reported phenomenon of teflon pad damage. A visual inspection found that the teflon pad was partially separated (detached) from the grasping section, with metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device was sent to the original equipment manufacturer (OEM) for further investigation. If additional information becomes available at a later time, this report will be supplemented accordingly.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information becomes available at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, the teflon pad became separated from the tip of the grasping section of the device. No device fragment fell into the patient. The intended procedure was completed with another similar device. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, but with no results.